Event description:
The following has been reported: late entry of complaint is due to not being notified by clinical team until this month temple biomed said that hospital said their pump was over infusing. It was also past maintenance date of 7/24/2021? This is a fms account in (B)(6). Due to age of complaint, there is no additional information available. No patient issues reported. No sample available. No picture available. No letter requested. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation. Device history record was not reviewed because sn is not provided. Device history log was not reviewed because sn is not provided. "The reported event was : "temple biomed said that hospital said their pump was over infusing. It was also past maintenance date of 7/24/2021. This is a fms account in (B)(6). Due to age of complaint, there is no additional information available, no patient issues reported, no sample available, no picture available, no letter requested". Additional information received : "I do not have the serial number. This was from a biomed who supports a fms account. The account was complaining from about overinfusion. The maintenance date was 7/24/2021. I referred him to the customer service/dept so the pump could be sent in for evaluation. They are not aware if service was ever set up. No additional information available." Unfortunately after several requests, no device/history data was not received for investigation. Due to the lack of information, the investigation could not be performed and no root cause can be identified. If further information are provided we will re-open the complaint and pursue the investigation." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.